Event description:
This hospital reported that this unit stopped cycling with no audible alarm. Hospital staff were alerted by the pulse oximeter alarm, at which time this unit was removed from service and replaced with another ventilator. This hospital reported that there was no injury associated with this event. This hospital's biomed dept reported that this unit was operating normally when checked out.